Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection a thorough evaluation of this lead was performed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/ retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant of this lead, difficulty was encountered operating the extendable/ retractable helix. As such, this lead was removed and replaced. Following explant, visual examination noted the helix appeared to be stuck in the extended position. The attempted lead was returned for analysis. No adverse patient effects were reported.